Event description:
It was reported that a patient with a 23mm 3300tfx valve implanted for five years, three months underwent a valve-in-valve procedure due to aortic stenosis. A 23mm 9750tfx valve was implanted successfully.